Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle medical records received. After review of the medical records the patient was revised to address periprosthetic fracture, osteolysis and significant adverse local tissue reaction related to mom and metallosis resulting to pain in her right hip. Operative note reported gray fluid and was sent for culture. There was soft tissue reaction with significant metallosis and proximal osteolysis in the femur. There was also significant asymmetric anterior wear of the liner with deformation of the metal liner. MRI showed significant adverse local tissue reaction and metal ions reported above 7 ppb. Doi: (B)(6) 2008. Dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update (B)(6) 2022. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Ppf alleges bone fracture, metal wear, metallosis, abductor muscle repair and elevated metal ions. Pfs alleges loss of muscle and bone, limited range of motion and pain due to metal damage. After review of the medical records there was no new patient harm and device deficiency provided all were capture in the previous medical records. However, after the first revision patient had dislocation and instability that leads to the second revision.